Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod. The pod reportedly was coming loose from the infusion site while sleeping, causing the cannula to dislodge. Additionally, the patient reported smelling insulin and leaking during wear.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.